Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement and active current measurement. However, no motor movement alarm during the rewind test due to due to unlocked electrical board connector. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to pump error 38 alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was given manual injections to treat as they did not have a back up plan. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had an alarm that there was no motor movement or negligible movement. The customer stated the alarm was stuck on the insulin pump display. Troubleshooting was not completed. The insulin pump will be returned for analysis.